Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a no delivery alarm during manual prime on his insulin pump. Customer's blood glucose level is 215 mg/dl. The connection was verified. Insulin failed to exit the tubing when manually pushed. Customer stated that he noticed an o ring in the reservoir that was bent. He said he will change the entire infusion set and reservoir and call back if needed. Customer agreed to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed visual inspection. Reservoirs failed due to 1 of 2 reservoirs found 2nd o-ring out of groove and remaining 1 of 2 reservoirs found 1st o-ring out of groove. Reservoirs returned opened/used.